Event description:
Following aneurysm treatment in the right vertebral artery, the patient experienced hemiplegia, scanning speech and dysphagia. Infarctions were noted at the right metencephalon and left brainstem. The patient was administered heparin and edaravone for two weeks. The patient¿s symptoms improved however a slight palsy remained.

Event description:
Following aneurysm treatment in the right vertebral artery, the patient experienced hemiplegia, scanning speech and dysphagia. Infarctions were noted at the right metencephalon and left brainstem. The patient was administered heparin and edaravone for two weeks. The patient's symptoms improved however a slight palsy remained.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke, thrombosis, aneurysm rupture, hemorrhage, neurological deficits and physical disability are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.